Event description:
The philips field service engineer (fse), during his test performance of the device, found a punctual failure in the therapy cable pad adapter. Sometimes it makes poor contact and this causes the equipment to be unable to detect tests resistance. There was no reported adverse patient impact.